Manufacturer narrative:
(B)(4). Date sent: 5/6/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side fully fired, the left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the reload body and one-piece sled were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date of event: unknown. Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The following information has been requested but unavailable: how much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that the ecr60g load had a problem when the surgeon made a 2nd shot in the sleeve procedure. Part of the staple line was left open, causing excessive bleeding, and reinforcement with suture was necessary. There was no consequence to the patient.